Manufacturer narrative:
The device was not available for evaluation, nor was the device history log provided by the customer. However, during a technical support call on june 6, 2025, the biomed confirmed that on the day of the event, the drug library card had been popped out of the device, preventing the pump from reading the drug library. The user proceeded to program the pump using the dose rate calculator while the infusion pump was operating without a loaded drug library. Instead of selecting propofol, the user chose "drug?" From the dose rate calculator. It is highly probable that the user did not adjust the default concentration of 1 mg/ml to 10 mg/ml, which is the standard concentration for propofol. This discrepancy would result in a 10× faster infusion rate. This finding aligns with the event as reported in the complaint, where the user observed that the infusion was running faster than the intended rate. Therefore, the infusion was administered using "drug?" As the selected drug, and the user inadvertently misprogrammed it. The available information does not indicate that the pump malfunctioned. Additionally, the operation manual includes instructions and explanations for using the dose rate calculator. The most probable root cause of this event is user error in programming the infusion pump. The customer did not provide the patient's outcome but confirmed that the patient required medical intervention to preclude harm via airway support. Therefore, iradimed is reporting this event.

Event description:
It was reported that the user experienced a possible over-infusion event. According to the biomed, the infusion pump was running normally when they suddenly noticed a question mark on the display, and the pump began infusing at a faster rate, resulting in an over-infusion. According to the nurse manager, the patient did not suffer any harm but was placed on airway support to prevent or preclude potential harm.